Manufacturer narrative:
Unit passed displacement test, self test, restart error test, off no power test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime test due to moisture damage on the force system sensor. No motor position alarm in the alarm history screen noted. Unable to perform occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and passed. All operating currents are within specification. Unit received with broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked case, cracked reservoir tube, missing reservoir tube o-ring and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump has motor alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.